Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the dentist recommended stopping use of the byte aligners. The patient also noted mild pain. Update received, patient provided a letter of recommendation from dentist. In the letter the dentist states the patient was seen for routing exam and a broken filling on lower right side was found. After taking a look at the patient's occlusion, noted their crossbite has gotten worse since their last visit. Asked patient if they could feel any changes in their bite and they replied that they did notice shifting and also severe pain at night while they were wearing the byte aligners. Dentist recommended that the patient stop the aligner treatment immediately due to heavy occlusion on the right side causing a broken filling, severe pain and worsening of right crossbite. The patient is not a candidate for night time aligners.